Event description:
This report is a result of a customer contacting baxter. The customer reported a black spot was found on the patient line before use. No injury is reported.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm). The set was returned for complaint investigation. The set was visually inspected and it was noted that the set contained loose particles on the outside of the tubing. The complaint was confirmed in the lab for pm. Per the results of evaluation; the pm measured less than .08 per tappi chart. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.